Event description:
A pharmacist reported that during cataract surgery an ophthalmic cutting knives were found dull. Procedure details and patient impact were not reported. This complaint is pertaining the ten of sixteen reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Ten opened 1.2 mm db angled side port knifes, in sheathing, in blisters were received for the report of dull knives. Samples 2, 6, 7 and 9 were visually inspected and all were found to be conforming. Functional penetration testing was performed and all samples 2,6,7 and 9 were found to be conforming. Samples 3, 4, 5, 8 and 10 were visually inspected and found to be nonconforming. Sample 3 had damaged cutting edge, sample 4 had bent tip, sample 5 and 10 had bent tip, damaged cutting edge and tip of blade was broken off, sample 8 had bent tip. Penetration testing could not be performed due to the damage of the samples 3, 4, 5, 8 and 10. Sample 1 was visually inspected and found to be conforming. For sample 1, functional penetration testing was performed and found to be nonconforming. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples 3,4,5,8 and10 are consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull knife. The returned opened sample 1 was found to be functionally nonconforming, therefore the dull blade was confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. The returned opened sample 2,6 ,7 and 9 was found to be visually and functionally conforming, therefore dull blades as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Sample 2,6,7 and 9 met specifications. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. A nonconformance investigation was completed to investigate the trend identified for dull cutting instruments for and dull blade found on sample 1. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.